Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient while performing pd therapy. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. During calls with baxter customer services, the caregiver and the nurse reported the patient had experienced low oxygen level, significant decrease in mentation, periods of confusion,low blood pressure (bp), break in aseptic technique (details not provided), peritonitis, fatal chronic obstructive pulmonary disease (copd), and fatal allergic reaction to medication-morphine coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. It was reported, approximately three months prior to the peritonitis event, the patient was admitted to hospice care for copd. The nurse stated that the event of copd did not worsen due to dianeal therapy. The patient wore oxygen for copd. On an unreported date, the oxygen was taken off. On an unreported date, the patient experienced a significant decrease in mentation and periods of confusion due to low oxygen level. It was reported, the patient was unable to take care of himself and perform dianeal therapy appropriately due to the significant decrease in mentation and periods of confusion. On an unreported date the patient experienced a break in aseptic technique (details not provided) which led to peritonitis. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for peritonitis. It was reported, the patient was recovering from the peritonitis. Per the nurse, on an unreported date, the caregiver was retrained on proper aseptic technique, however, the patient was not able to be retrained due to periods of confusion. On an unreported date, the patient's bp was extremely low. The nurse stated that the extremely low bp was due to the patient's past medical history of cardiac disease. On an unreported date, the patient began treatment with morphine for an unreported indication. On an unreported date, the patient developed an allergic reaction to the drug morphine. During this time, the patient was hospitalized for six days for respite care. The patient was discharged from the hospital and a few days later, the patient died at home due to copd and the allergic reaction to medication-morphine. Dianeal therapies were ongoing until the time of death. An autopsy was not performed.